Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant body cannot be removed from the fixture mount. The implant was removed and another implant was placed. Tooth site #20.

Manufacturer narrative:
One imp, tsv, 4.1, 1, mtx, mc, (tsvm4h10) with packaging was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent malfunction identified. Packaging seal was already opened as well. Functional testing was performed and the mount was normally disengaged from the implant. Pre-existing condition noted on per was type IV (low) bone density and tooth location was #20 (universal). The implant was placed and removed same day. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (1236004) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Additionally, the DHR for lot 1236004 was further reviewed show that the lot was verified to be conforming to specifications complaint history review by lot number (1236004) was performed for similar events and no other similar complaint was identified. Based on the available information, device malfunction did not occur and the reported event was unconfirmed. Additionally, coob could not be verified with the information available.

Event description:
No further event information available at the time of this report.